Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately erratic. The pt reported a result of 153 mg/dl on her meter. She then reported lab result that was obtained within 10 minutes of 93 mg/dl. The pt reported no symptoms at the time of testing. She also reported a result of 227 mg/dl that appears to have been taking separately from the meter to lab comparison. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. Replacement test strips have been sent.